Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter. The balloon was loosely folded with blood in the balloon and lumen. Inspection revealed a burst in the balloon material, 11mm in length. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the brachial artery. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 3.0mmx40mmx135cm (4f) sterling¿ balloon catheter was advanced for predilation. However upon the initial inflation, the balloon ruptured. The device was completely removed and a non-bsc balloon catheter was advanced for another dilatation. However the balloon also ruptured. The procedure was completed with a sterling balloon catheter and no stent was implanted. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the brachial artery. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 3.0mmx40mmx135cm (4f) sterling ;balloon catheter was advanced for predilation. However upon the initial inflation, the balloon ruptured. The device was completely removed and a non-bsc balloon catheter was advanced for another dilatation. However the balloon also ruptured. The procedure was completed with a sterling balloon catheter and no stent was implanted. No patient complications were reported and the patient's status was good.